Event description:
It was reported that patient underwent bilateral total knee arthroplasty on (B)(6) 2003. Subsequently, the patient suffered a fall and an open reduction internal fixation procedure was performed on (B)(6) 2008 due to fracture of the patient¿s left patella. The surgeon removed and replaced the tibial bearing during the orif procedure to attain better stability for the patient. Postoperative radiographs revealed that one of the screws implanted during the orif procedure did not purchase and the surgeon revised the patient the next day and implanted another screw. Patient underwent a revision with a partial patellectomy on (B)(6) 2008 due to fracture displacement and component migration. The operative notes reported the inferior pole of the patella was sclerotic. No biomet components were removed during the (B)(6) 2008 procedure. Another left knee revision procedure was performed on (B)(6) 2008 to remove and replace all components with cement spacer molds due to infection.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. As patient is bilateral it is unclear which of the patella components was revised: catalog number: 141225, lot number: 227920, expiration date: oct 31, 2013, manufacture date: nov 3, 2003. Catalog number: 141225, lot number: 819340, expiration date: aug 31, 2013, manufacture date: aug 6, 2003. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects number 2 states, "early or late postoperative, infection, and allergic reaction." Number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2013-06024 / 06025 and 06027 / 06028).